Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was unknown mg/dl. The customer was advised to hold down act until they receive 2nd series of beeps and/or numbers appear on the display. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer stated that she did not want to have device replaced and will her healthcare provider.